Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient reports she accidentally went through security device today and felt a sharp pain which has subsided. However, when she got home and she checked her implant, the setting was now at 0.0 v. Down from 0.3 v. Patient would like instructions on how to adjust the setting. Instructions were given and patient was successfully able to connect and adjust the setting. No further complications were reported or are anticipated.